Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, per the literature review with a single x-ray photo, the retained posterior osteophyte most likely led to impingement during flexion and eventual anterior dislocation of the insert while weight-bearing (down stairs) which was supported by the resolution of the clicking post-tka insert-only revision with full rom/flexion. No further patient information was provided. No additional impact to the patient is expected, as it was documented that the patient¿s recovery was uneventful, experienced an increase of flexion (by 10%), and the clicking sensation had disappeared. No further medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported from a literature review, that the patient returned to the hospital 14 months after the primary surgery. The insert was found dislocated and a revision surgery was performed due to this.